Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 4.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at about 7 atmospheres for 4-5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).